Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced due to the system error 345. The alarms were confirmed during a review of the event history log. During evaluation, low fluid numbers and a failing upstream sensor were determined to be the cause of the false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.